Manufacturer narrative:
Weight: unk. (B)(4). Device not returned.

Event description:
The reporter indicated that the surgeon implanted a 12.5 mm icm125v4 implantable collamer lens, -11.0 diopter in to the patient's right eye (od) on (B)(6) 2013. The lens was explanted on (B)(6) 2016 due to excessive vault. The lens was exchanged for a longer lens and the problem was resolved. The patient's post-op uncorrected visual acuity was 20/20.

Manufacturer narrative:
Device evaluation: the lens was returned dry in case/vial; visual inspection found optic torn, haptic torn, and unspecified foreign material on lens surface. (B)(4).